Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows and the pop-off valve were replaced to resolve the issue.

Event description:
The hospital reported a loss of mechanical ventilation during a case. The patient was manually ventilated, unit replaced, and case completed. There was no report of patient injury.